Event description:
It was reported that the pacing impedance was out of range and caused change in polarity from bipolar to unipolar with a pause in the ventricular channel. The lead was replaced by another one.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The insulation and conductor coil were found squeezed and damaged 15.5 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported change in polarity change. Based on the characteristics and provided x-ray, the damage most likely resulted from a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.